Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The warning occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but had not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in g1.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The warning occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but had not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The warning occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but had not been obtained.